Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated she experienced syncope and felt weak. The patient was instructed to contact her clinic. At this time the device remains in service and no additional adverse patient effects were reported.